Event description:
Underdelivery reported by user facility biomedical engineer. The device was taken out of pt/clinical service due to unresolved air in line alarm. The biomedical engineer could not duplicate the alarm alert. It was reported that the device underdelivered during delivery accuracy testing. There was no pt event reported due to the unresolved alarm alerts.